Event description:
The customer's mother stated that the customer was being taken to the hospital due to low blood glucose levels. The customer's last blood glucose reading was in the 40 mg/dl range and dropping. The mother stated that the reservoir was completely empty and she felt very uncomfortable with her daughter using the insulin pump. Troubleshooting was performed and the insulin pump did not pass the displacement test. The insulin pump was not exposed to any magnetic fields. Advised the mother that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed the functional test including the occlusion, prime, excessive no delivery and displacement tests. The low reservoir alarms functioned properly and the reservoir amount matched the status screen.